Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed by using another system. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to produce x rays. The review of system log files showed detector startup timed out. Upon troubleshooting, the fse found that the defective power supply of flat detector (fd). The supplier's part analysis has conclusively determined the cause of the power supply for fd failure was due to no power to the 24v ps inside. To resolve the issue, the fse replaced the power supply for fd and performed the functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.